Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and approximately one hour after inserting the sheath into the patient¿s cardiac cavity, a malfunction of the hemostatic valve of the vizigo was observed. No visible abnormality was identified on inspection; however, because bubbles were continuously drawn in, the device was judged to be unusable. As continued use was not possible, the vizigo was replaced with a new one. The procedure was continued and completed. No adverse patient consequence was reported. Additional information indicated that there was air leakage. No visible damage was observed on the hemostasis valve (gasket) and no dislodgement was observed. No air entered the patient¿s body. No blood return was observed.